Event description:
Customer reports that he obtained results of 207 mg/dl, 157 mg/dl, and 100 mg/dl on the same device within 10 minutes. Customer reports that he sometimes improperly doses the strip, however did not indicate this was the case for these results. Customer reports also that there is loose desiccant in the vial of strips. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.